Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, left ventricular capture threshold greater than 2.5volts until (B)(6) 2014, then drops significantly and remains between 0.75 and 1.5 from (B)(6) 2014 to (B)(6) 2015. (B)(4).

Event description:
It was reported that during use there were low r-wave amplitude measurements and high left ventricular (lv) lead thresholds, and no capture noted. Lv lead output settings were adjusted and lv lead revision and/or replacement was provided as input and the rv leadremains in use. No patient complications have been reported as a result of this event.